Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead fracture and insulation damage at 6.0 cm from the connector tip.